Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient had to have surgery march 2 because the stimulator came out of the pocket. Turned everything back on after surgery. Everything was fine. Patient had a few accidents. The doctor said to hang in there might take a while to get use to. Patient had talked to the physician assistant (pa) and asked about increasing the stimulation. Patient said they are getting alerted to go to the restroom but they are hardly making it there on time. The patient thought by increasing the stimulation that would increase their time to be able to get to the restroom and the pa told it doesn't work that way. Reviewed with caller how the therapy works. Patient they were going to try increasing the stimulation. Patient said, once they increased the stimulation too high and caused rectal pain and then lowered the stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that indicates that they have not had normal function for probably the last 6 months and their incontinence has gotten worse. The caller reports that they are still incontinent and the hcp wants them to consider having a bowel resection or a colostomy. They have been doing pelvic floor exercises and biofeedback at physical therapy. The caller reported that sometime around feb-april, the neurostimulator was interfering with the biofeedback reading and they had to turn off the therapy for that to resolve. The caller noted that when they have adjusted in the past, they would feel rectal pain and need to decrease the stim again for it to resolve. The caller wants to know if they can try to adjust their settings/programs. Reviewed programs and how to change them. The caller did not have the handset and was unable to adjust them while on the call. Reviewed the sunmed program if that should be needed. Reviewed to discuss program changes and how long to stay on a program with the hcp.

Event description:
Additional information was received from the patient. The patient called back and said they are having more incontinence then they are used to. Patient stated they are not doing bio feedback anymore. They had done it 2-3 times. Patient is having more fecal accidents then they were. Patient had wanted to change programs. Suggested trying to increase the stimulation first. Patient increased the stimulation and it was comfortable. Told patient to monitor their symptoms for a couple days to a week and see if the symptoms improve. Patient thought the battery was coming out through their skin. The hcp looked at 2-3 months and said it was just fine. Patient said, it doesn't feel that way anymore. Patient said, maybe they lost weight. At one point it had come through their skin last year they had to redo the pocket and patient had to have surgery again. It was last year or the year before. The doctor put it in deeper and lower. Patient went into the same surgical site. Sent patient therapy guide. Additional information was received from the patient. The patient noted that therapy was not any better since the last time they called in. Patient requested help to change to a different program. Reviewed meaning of different programs and they were on program 5 and changed to 6 and found a comfortable level of stim that they will use and document symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that indicates that they have not had normal function for probably the last 6 months and their incontinence has gotten worse. The caller reports that they are still incontinent and the hcp wants them to consider having a bowel resection or a colostomy. They have been doing pelvic floor exercises and biofeedback at physical therapy. The caller reported that sometime around feb-april, the neurostimulator was interfering with the biofeedback reading and they had to turn off the therapy for that to resolve. The caller noted that when they have adjusted in the past, they would feel rectal pain and need to decrease the stim again for it to resolve. The caller wants to know if they can try to adjust their settings/programs. Reviewed programs and how to change them. The caller did not have the handset and was unable to adjust them while on the call. Reviewed the sunmed program if that should be needed. Reviewed to discuss program changes and how long to stay on a program with the hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.